Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient is using an adult receiver. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).